Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. The lvas was returned assembled with the driveline cut approximately 6.5¿ from the pump housing. The distal end of the driveline was returned in 2 segments measuring approximately 5.5¿ and 13.5¿. The modular cable was not returned. The sealed outflow graft and sealed outflow graft bend relief were not returned. The cuff lock had been disengaged prior to the pump¿s return for evaluation. The apical cuff had been removed and was not returned. Evaluation of the sealed inflow conduit revealed no evidence of developed or adhered depositions or thrombus formations that would contribute to a functional issue. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of any developed depositions or thrombus formations within the device. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Incidental finding: during functional testing, it was noted the pump was unable to reach maximum speed due to an issue with the bearing phase current i3. There were no related issues reported during support, and review of the log files revealed this issue was not present when the pump was in clinical use. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended during support. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." Section 8 of this document contains driveline care instructions and explains that the exterior surfaces of the driveline cables can be cleaned with a damp, lint-free cloth as needed. If more aggressive cleaning is needed, it is recommended to use warm water and mild dish soap. The heartmate 3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. Section 4 contains information on caring for the driveline and instructs the patient to keep the driveline clean. Wipe off any dirt or grime and if the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. Furthermore, the IFU instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an ongoing infection and a decision was made to perform a pump exchange.